Event description:
It was reported (1) hp052 was used during an unknown procedure. It was reported by the rep that there was apparent solid toning and poor cord performance. Opened another device to complete the case. There was no consequence to patient.